Event description:
Circular separation of the balloon during procedure (pta right arteria iliaca externa). Recovery of balloon with help of goose neck loop and sheath 8f from the right iliaca externa. Due to highly calcified vessels and resistance noticed several times, a strong traction was necessary to pull the catheter out. The procedure was finished without consequences for the patient. The patient is in a good condition. According to the sales rep., the physician assured that this issue is related to a user error, because he used too much force while pulling. The access site was the femoral artery. The lesion was severely calcified. It is unknown if there was any angulation or if the vessel was tortuous. The degree of stenosed is also unknown including if it was a cto lesion. The device was not resterilized. There were no anomalies noted when the device as removed from the package or during prep. It is unknown if the device was inserted through a stopcock instead of a hemostatic valve. The balloon was caught in the lesion but not caught on a deployed stent. There was resistance met while withdrawing the device from the vessel. The patient is reported to be fine.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The information received indicated that an opta-pro 4mm x 8mm pta balloon separated during balloon angioplasty of the right external iliac artery. The balloon was recovered with a goose neck loop and an 8fr sheath from the right iliac external artery. The lesion was heavily calcified and resistance was noted several times during advancement and a strong traction was necessary to pull the catheter out. The procedure was finished without consequences for the patient and is in good condition. According to the sales representative the physician assured that this issue is related to a user error, because he used too much force while pulling. The access site was the femoral artery. The lesion was severely calcified. It is unknown if there was any angulation or if the vessel was tortuous. The degree of stenosis is also unknown including if it was a cto lesion. The device was not resterilized. There were no anomalies noted when the device removed from the package or during prep. It is unknown if the device was inserted through a stopcock instead of a hemostasis valve. The balloon was caught in the lesion but not caught on a deployed stent. There was resistance met while withdrawing the device from the vessel. The patient is reported to be fine and the device was returned for analysis. One non sterile catheter opta pro 8.0mm x 4.0cm 80.0cm was received coiled inside a plastic bag. The device was received in two parts. 79.0cm was received of body shaft/inner body and balloon and 5.0cm were received of inner body /balloon and tip. There were blood residues observed in the returned device. An unknown catheter sheath introducer was received with the returned device. The inner body shows elongation. Two stopcocks were received with the returned device. A missing part of the balloon was not returned. An unknown snare was also received with the returned device. The balloon catheter was received inside the catheter sheath introducer. Dimensional analysis for od proximal seal was performed and found to be within specification. Sem analysis was performed to identify the cause of balloon burst. Results showed that the balloon external surface exhibited evidence of external scratching and splitting; the balloon internal surface exhibited no evidence of damage. The distal marker band showed evidence of tool marks on its distal section which might have been caused by an unknown tool when the marker band was being displaced from distal to proximal. The inner body separation surfaces showed evidence of elongation. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. This balloon separation failure exhibited no other surface anomalies that could have caused the failure. The proximal marker band exhibited no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of balloon burst/ separation was confirmed through failure analysis. A review of the analysis and the reported information suggests the lesion characteristics and/or procedural factors may have contributed to the reported event. There is nothing in the report or the analysis to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken. The failure balloon separated reported by the customer was confirmed; however, the exact cause of the balloon separated could be the pulling to remove the balloon since inner body show elongation. The failure pta system withdrawal difficulty was not confirmed since the od proximal seal was found within specification. The cause of balloon burst could not be conclusively determined; controls are in place to prevent defective balloons from leaving the facility. (B)(4). Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken.